Event description:
Ventilated patient on bipap system was being prepped for transport and the isogard filter came apart. Staff member was able to quickly press the two sections back together and it functioned properly afterward. Note: this filter is not supposed to come apart. Manufacturer response for isogard filter, isogard filter s (per site reporter) equipment failure has been reported to the manufacturer. Awaiting response.